Event description:
The following was reported from a study: on (B)(6) 2020, this patient underwent endovascular procedure to treat a venous anastomosis stenosis of an arteriovenous graft located in the basilic vein in the left upper arm using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). The patient tolerated the procedure. On (B)(6) 2020, it was identified that the stenosis at the downstream end of the viabahn device resulted in thrombotic occlusion of the viabahn and the vascular graft. On the same day, percutaneous transluminal angioplasty (pta) and thrombolysis were performed for repair. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On september 3, 2020, this patient underwent endovascular procedure to treat a venous anastomosis stenosis of an arteriovenous graft located in the basilic vein in the left upper arm using a gore® viabahn® endoprosthesis with heparin bioactive surface. The patient tolerated the procedure. On september 18, 2020, a re-intervention was performed. Reportedly, this was a prophylactic reintervention in regards to the patency of the endoprosthesis, and clinical indication included weakened thrill and graft occlusion with thrombus. Balloon dilatation and thrombolysis were performed inside the vascular graft.